Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. The patient was reported to have been hospitalized. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported.